Event description:
It was reported that the lens was explanted due to dysphotopsia (halos and glare). Patient was doing fine and happy with newly implanted monofocal lens.

Manufacturer narrative:
Intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection showed that the explanted intraocular lens (iol) was received cut in half with no optical deviations found. A review of the manufacturing record indicated that the batch passed all acceptance criteria for all tests performed and were within specifications. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. All pertinent information available to abbott medical optics has been submitted. Placeholder.